Manufacturer narrative:
A ge representative evaluated the system and replaced the motor drive control console. System operates as intended.

Event description:
Customer reported the cooling fan is making noise and the joystick is not functioning correctly. No patient injury was reported.